Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts 1 and 2 from the distal end distorted and stretched distally as far as the proximal edge of the distal markerband. The proximal and centre part of the stent showed no signs of damage. A snap gauge was used during examination to measure the undamaged proximal side which gave a reading that is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent failed to cross the lesion and it was noticed that the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent failed to cross the lesion and it was noticed that the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported.